Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may be leaking insulin. Blood glucose level at the time of the incident was 337 mg/dl. Customer stated that there was insulin visible inside the reservoir compartment. Review of the alarm history also showed a no delivery alarm. The insulin pump was not replaced or returned for analysis.